Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl, and then it dropped to 350mg/dl after being treated in the hospital. The customer experienced nausea and thirst. Troubleshooting was performed. The customer stated that she had high blood glucose for the past three days, and she was unsure of what caused her glucose to rise. No further information was performed.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with severely dog chewed marks on the reservoir tube. However, the device passed the displacement test. The unit was received with missing end cap sticker. Further testing could not be performed due to the dog chew marks on the reservoir tube.